Manufacturer narrative:
The subject device was disposed.

Event description:
It was reported that the patient underwent a successful thrombectomy procedure with the subject retriever. An MRI performed a day after the procedure showed an unknown substance remaining in the distal section of the treated lesion. The physician's opinion that was reported indicated that the unknown substance could probably be related to one of the devices used in the procedure; however, it is unknown which device. There were no reported clinical consequences to the patient and the patient was reported to be fine.